Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noise was present in the image, video connector was cracked and deformed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction, component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the flex deflectable videoscope has a yellow, discolored, glaring hard to see display. The issue was found during set up. There was no patient involvement or patient injury reported.